Manufacturer narrative:
The customer received the service call.

Event description:
The customer reported that the system intermittently would not stay a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.